Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited diaphragmatic oversensing, which resulted in pacing inhibition. There were no reported symptoms associated with the pacing inhibition. Attempts were made to recreate the oversensing, but were not successful.